Event description:
As reported, during a pulmonic valve in homograft procedure, difficulties were encountered advancing a 29mm sapien 3 valve and non-edwards delivery system through the rvot due to the difficult patient anatomy and 'difficult angles'. The valve was not able to be advanced through the rvot. During the withdrawal of the valve, it started to move off of the catheter. The decision was made to implant the sapien 3 valve in the ivc. A new valve was prepared and deployed through the ij approach without issue. The patient tolerated the procedure well. Both valves remain implanted in the patient.